Event description:
It was reported that an ilet user¿s caregiver contacted support for assistance with a factory reset of the ilet following healthcare provider guidance and received education on proper use, including avoiding using meal announcements as corrections, announcing meals accurately, and timing announcements while the system learns user patterns. Symptoms included elevated blood glucose associated with misannounced or unannounced meals. Outcomes included no hospitalization, no emergency treatment, and no device alarms reported. Investigation included remote troubleshooting and user education regarding operating instructions and appropriate meal announcement practices. Investigation of this case revealed user-related use error in announcing meals as corrections and incorrect meal sizing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and operating instructions.